Manufacturer narrative:
UDI: gtin is unavailable as the product was made prior to compliance date; (B)(4). Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device handle smoked when working. It was not reported if the event occurred during a surgical procedure. It was reported that there was no delay in a scheduled surgical procedure. It was not reported if a spare device was available for use. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). Correction: please note that the incorrect date of manufacture (dom) (apr 19, 2014) was inadvertently entered into the initial medwatch report. Upon further investigation, the correct dom (apr 9, 2014) has been obtained in the supplemental medwatch report. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the handle smoked when working was confirmed. An assessment was performed on the device which found the device had damaged locking components. It was noted that the coupling was defective and there was smoke in the coupling when in the rotation operation. The assignable root cause was determined to be due to excessive wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.